Event description:
The manufacturer received information alleging a trilogy100 ventilator was returned for remediation and did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy100 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device did not meet acceptance criteria of evaluation process for the following condition: internal battery: cycle count. In conclusion, the device's internal battery pack needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, the technician noted: the device is being re-processed which would include removal and replacement of the inlet air path, air path foam, and flow path which may address the previous low flow o2 test failure. After replacement of these components, the device will be re-tested, and any failures, including low flow o2, will be evaluated and addressed by a technician. The front and rear enclosure and handle were replaced for physical damage unrelated to the reportable malfunction/issue. The device sn / mn label was added - original had incorrect gtin / revision. The internal battery pack is currently out of stock. Therefore, the repairs are on hold until the parts become available. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy100 ventilator was returned for remediation and did not meet acceptance criteria of evaluation process. The device was not in use on a patient at the time of the occurrence. The trilogy100 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device did not meet acceptance criteria of evaluation process for the following condition: internal battery: cycle count. In conclusion, the device's internal battery pack needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, the technician noted: the device is being re-processed which would include removal and replacement of the inlet air path, air path foam, and flow path which may address the previous low flow o2 test failure. After replacement of these components, the device will be re-tested, and any failures, including low flow o2, will be evaluated and addressed by a technician. The front and rear enclosure and handle were replaced for physical damage unrelated to the reportable malfunction/issue. The device sn / mn label was added - original had incorrect gtin / revision. The internal battery pack is currently out of stock. Therefore, the repairs are on hold until the parts become available. If any additional information is received, a follow-up report will be filed. New information: the trilogy100 ventilator was returned to the manufacturer service center for evaluation. During the evaluation it was noted that the device did not meet acceptance criteria of evaluation process for the following condition: internal battery: cycle count. The device was sent back for additional testing due to a failed ¿act exh proport valve and act exh purge valve¿ test step. In conclusion the internal battery was replaced to address the issue of internal battery: cycle count and the active exhalation control module was replaced to address the issue of ¿act exh proport valve and act exh purge valve¿ failed test step. Afterwards the device was retested on a functional test station and passed all test. Additionally, the device allegedly failed the nurse call test step during testing which failure was later confirmed to cause by a faulty test station. Box h coding was updated.